Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The central processing unit (cpu) board was replaced to correct the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported an error which may result in the loss of mechanical ventilation. The system was restarted to restore the functionality of the device. There was no report of patient injury.